Manufacturer narrative:
(B)(6) (navigation service technician) stated that there will be no service call made to the account, because the system is functioning correctly. The camera and main joint were working correctly and mike had stated that this was most likely a case of user error at the time of this event. He stated that because the system is working correctly there is nothing to return. Device will not be serviced as it was determined to be functioning correctly.

Event description:
It was reported that the camera disconnected in the software while using the enlite navigation system for a craniotomy procedure. The user facility did not save the original registration information, which is required to proceed to the next step in the software. In order to reregister the mask, the patient would have had to be undraped in a non sterile environment, so the use of navigation was aborted. The case was completed using traditional methods with no delay. Adverse consequences and medical intervention are unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.